Event description:
It was reported by svc report that the zoom is working intermittently and head end plastic was damaged, exposing sharp edges. There was pt involvement; however no adverse consequences are reported.

Manufacturer narrative:
Zoom handle load cell weldment.